Event description:
It was reported that before an unk procedure, when the package was opened, it seemed that the tip was bent. The device was not used for the pt, and another device was used to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.